Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation surgery for olecranon fracture with the plate in question. When the surgeon tried to insert a screw into the proximal screw hole of the plate, the screw idled and could not lock the plate. The surgeon tried to insert other different sizes of screws from another angle into the same screw hole, but those screws could not lock the plate either. Other screw holes of the plate were locked with screws with any problems. The surgeon concluded that there was no problem with the fixation of the fracture and ended the surgery with the screw hole in question left empty. Procedure was completed successfully with thirty(30) minutes of surgical delay. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) va-lcp olecr pl 2.7/3.5 le 2ho l90 tan. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.